Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to gather additional information. However, our attempts have been unsuccessful. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a capture lp recall form reporting partial detachment of the capture lp. The recall form was returned stating, "in one patient there was partial detachment but the fragment was retrieved/removed."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Received information that there was a miscommunication and there was no capture lp device detachment; the physician was stating what he had heard but he personally did not have any device detachment case. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.